Event description:
A rectangular tissue expander was implanted in the patient's forehead area on (B)(6) 2010. Because, the doctor suspected that the expander was not retaining fluid, the device was explanted on (B)(6) 2010. The patient was re-implanted with another rectangular silimed expander (item number and serial number of the replacement expander was not provided to the manufacturer). The doctor did not find any defects in the explanted device. To date, the patient has not had any issues with the new expander.